Event description:
The pt reportedly experienced a loss of lock between her external equipment and the implant. External equipment was changed. However, the problem was not resolved. The pt's ci device was explanted in 2008. The pt is currently implanted with another advanced bionics device.